Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an evo+ collamer lens in the patient's right eye (od). The patient experienced a visible distortion to the iris. No further information has been provided. At the date of MDR submission, multiple attempts to contact reporter have been unsuccessful.